Event description:
Term pregnancy. Epidural catheter placed with 6" epidural needle, (+) lor, fluid/blood, soft flexible portex epidural catheter threaded easily. Because of patient's size and depth, test dose was attempted, but unable to inject. Began to remove catheter, which appeared to be stuck and frayed. Repositioned catheter, injected pfns easily to expand the space. Catheter still appeared to be stuck, so removed both the needle and catheter, which left the small uncoiled wire in the patient's back. Uncoiled wire was removed slowly, which eventually came out. Undetermined if any retained piece.(s).